Event description:
It was reported that following implant of the implantable cardiac resynchronization therapy-defibrillator (crt-d) device the left ventricular (lv) port was capped due to unsuccessful placement of the initial lv lead. One day post implant during lv implant the second lead was inadvertently contaminated and not used. A third lv lead was placed, however the lead had pulled back when the sheath was removed. Therefore lead was removed and replaced with a new lead, and implanted into a different, larger branch. When attempting to put the pins in the device header, the right ventricular (rv) set screw was stripped. Therefore the crt-d device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): upon analysis, no anomalies found.